Event description:
Complaint description: a hospital risk manager reported that one pt returned to the hosp approximately one week after undergoing a colonoscopy procedure. The pt was hospitalized with the diagnosis of chemical colitis. Several weeks following the first occurrence, a second pt was diagnosed with chemical colitis one day after having undergone a colonoscopy procedure. According to the risk manager, hospitalization was not required for the second pt most likely because they returned to the hosp so quickly following the procedure. Treatment as an outpatient was required.